Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 450 mg/dl at the time of the event. Troubleshooting was performed. It was discovered that the cannula was bent on the surface of the customer's skin. The customer stated that prior to the event she had also discovered the cannula bent and not inserted into her body. The customer requested to try an infusion set with a longer cannula. The customer was using a 6 millimeter cannula at the time of the event. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.